Event description:
Olympus reviewed the following literature titled "endoscopic retrograde cholangiopancreatography with balloon-assisted enteroscopy in patients with roux-en-y anastomosis and whipple operation". Literature summary: in patients with roux-en-y (r-y) anastomosis (including hepaticojejunostomy and r-y gastric bypass) and whipple operation, endoscopic retrograde cholangiopancreatography (ercp) can be challenging. We retrospective analyses our experience with ercp using balloon-assisted enteroscopy (bae) (bae-ercp) in patients with r-y anastomosis and whipple operation. Ercp was performed in 15 patients (4 pancreaticoduodenectomy and 10cholangiojejunostomy and 1 subtotal gastrectomy with r-y reconstruction; age ranging from 4 to 63 years) with bae. Double- and single-balloon enteroscopy was applied in 5 and 10 patients, respectively. Bile duct cannulation was successful in 13 of 15 cases (86.7%), including simple stenosis of the anastomotic stoma (n=2), intrahepatic bile duct stones (n=10), and pancreatic cancer (n=1). Cannulation failed because the guidewire could not pass through the anastomotic stenosis in 1 patient and because the endoscope could not enter the acute angle of the anastomosis of the afferent limb in the other patient. Adverse events included jaundice (n=1) and perforation (n=1), which were successfully treated by conservative therapy. Ercp with bae in patients with r-y anastomosis and whipple operation is safe and useful but has unique complications. The success rate is lower than that of conventional ercp. Type of adverse events/number of patients: gastrointestinal perforation - (1).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the author's response and the legal manufacturer's investigation. New information added to the following fields: b5: no change in reportability for gastrointestinal perforation based on author's response. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation.

Event description:
The author provided additional information: the olympus device did not cause or contribute to the adverse events in the study.